Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient reported they heard a pump alarm in (B)(6) of 2016. On (B)(6) 2016, the patient got a 8286 (empty reservoir) code on their personal therapy manager (ptm). The patient reported they were "hurting." The patient did not think they were due for a refill, stated they were refilled "a few weeks ago." It was noted that the patient had contacted their physician.

Event description:
Additional information was received from a healthcare provider (hcp). When the patient came for a pump refill, the pump was not updated with the refill date.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative (rep).the patient's pump was alarming and her personal therapy manager (ptm) was giving error code 8286. The rep met the patient at the hcp office, where it was determined that at the last refill appointment, the patient's pump was not updated with a correct reservoir volume, therefore causing the pump to "think" it was empty. The current volume was calculated based on how many days since the patient's refill and how many patient activated doses she used. The pump was then updated with the correct volume and the patient was able to use her personal therapy manager (ptm) again as needed. The patient was receiving 5 mg/ml dilaudid at 1.2 mg/day. The patient's status was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.